Manufacturer narrative:
(B)(4).

Event description:
The patient called the clinic stating, leads from the device has dropped down to his stomach and is shocking his stomach. Phrenic nerve stimulation was noted. This was all of the information provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.